Event description:
The customer reported that the unit would power up, but after about 15 seconds it would shut down. This occurred with ac and a fully charged battery.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.